Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation: a DHR was performed and no qn was raised or abnormality observed that could've had been a contributor to the reported issue. No photo or sample was returned so the complaint is unconfirmed and the root cause can't be determined as a result.

Event description:
It was reported with the use of the bd venflon¿ pro safety peripheral safety IV catheter there was an issue with breakage at the puncture site leading to leakage and requiring a pvk change delaying therapies.